Event description:
A patient was in the cardiac catheterization lab to have a pressure wire evaluation and possible stenting of her left main. The procedure was complicated by injection of a small amount of air into the left coronary artery. She became hypotensive and developed chest pain with EKG changes. She required CPR and 1mg of IV epinephrine. She then developed atrial fibrillation. She did not require intubation. She received IV lopressor to slow down her heart rate. The catheterization was completed. The patient returned to the cath lab a few days later for percutaneous coronary intervention of the left main and circumflex. She tolerated that procedure well. All tubing, sheaths, syringes, and other supplies were saved and examined immediately post procedure and then sent to central sterile supply. On discharge she did complain of chest wall tenderness from chest compressions. This was relieved with norco and valium. She was sent home with a prescription of norco as needed.the patient developed EKG changes and blood pressure dropped. It was suspected that air was seen on fluoro. With the engagement of diagnostic catheters, patient had inadvertent injection of small amount of air down her left coronary artery.